Manufacturer narrative:
The pt result in question, a falsely elevated troponin I of 5.61 was the first result from the instrument on the night run. The lab procedure is to immediately repeat the sample as a double-check. The lab tech put the repeat sample on the instrument then left prior to checking the result. The repeat result was <l (<0.06). Result of 5.61 was reported to physician who started treatment of pt. Because the pt has once had a heart attack and was on medication, the treatment was not "aggressive". Customer was advised to start using specimen filters to rule out the possibility of fibrin in the pt plasma sample. Customer also periodically observed "diluent not flowing" errors during startup and sometimes during the run for the past two weeks. Resolved it by clearing a bead and reconnecting tubing. Customer always repeated results that occurred during time of error. Error became more frequent so placed a call for service. Diluent pump replaced. Not clear if "diluent not flowing" error occurred at time of false positive result. The hosp is investigating the incident as part of risk assessment. The lab reported it as both an instrument error and a procedural error. End of report. Block h3: device eval summary: on-site service by field service engineer: checked specimen nozzle z-axis alignment and y-axis to diluent well alignment. Adjusted specimen nozzle to diluent well y-axis position 5 steps. Replaced diluent pump. Ran troponin I on three levels of control all within range. End of service report.